Event description:
It was reported that log file review revealed internal controller fault flags. Unusual voltage readings from the controller external power sources were also observed. A controller exchange was performed on (B)(6) 2022 and the alarms resolved. Pump parameters also normalized and additional log file review captured routine events.

Manufacturer narrative:
The reported events of elevated pump power values and a loss of lvad communication, low flow, controller fault, low voltage hazard and driveline power fault alarms were confirmed via analysis of the log files and via evaluation of the returned heartmate 3 system controller (serial number: (B)(4)). Submitted log file and the log file downloaded from the returned controller contained approximately 19 days of data combined ((B)(6)2022 from 10:26:36 to 17:24:55 per the timestamp). A controller fault alarm associated with a backup battery test circuit fault and low flow hazard alarms that were not associated with drops of flow values were active throughout most of the log files. A driveline power fault associated with a power a broken fault activated on (B)(6) 2022 at 17:24:34 due to the current sense on line a dropping below the threshold amperage .the log file also captured that the pump stopped operating when the driveline power fault alarm activated even though the driveline was still connected to the controller; the pump stop is addressed under the pump investigation. A loss of lvad communication alarm also activated at 17:24:42. The power cables were then disconnected at 17:24:52, the driveline was disconnected at 17:24:53, and the controller was turned off shortly after; these events are consistent with the controller being exchanged. The noted alarms did not resolve while the controller was turned on. Events on (B)(6) 2022 were captured during preliminary testing of the returned controller; however, it should be noted that a low voltage hazard alarm also activated due to the bus voltages on both power cables dropping below the low voltage thresholds. The pump maintained a speed above the low speed limit until the driveline power fault alarm activated on (B)(6) 2022 at 17:24:34. The motor power was captured to be elevated throughout the log files; the motor power ranged between 40 mw and 65.54 mw. The controller was connected to a test power module/system monitor and low flow and low voltage hazard alarms activated when the controller was turned on. The controller was then connected to a test pump and the alarms did not clear. A no external power alarm was also active when disconnecting the black power cable from the controller; however, the white power cable was still connected to external power and supporting the system. Power cable disconnect, communication fault and driveline power fault alarms were also observed on the alarm viewer screen of the system monitor. The pump power was noted to be 10.5 w during testing, which is elevated. The alarms did not affect the controller¿s ability to support the pump at the set speed during testing. The controller was opened to inspect the circuitry revealing white and green dried residue consistent with fluid ingress covering multiple components on the main printer circuit board (pcb); the affected components belonged to the driveline, voltage common collector (vcc) and power cables circuitries of the pcb. The components were corroded due to the observed fluid ingress. The observed fluid ingress and subsequent component damage would result in the observed alarms and issues on the controller. Additional information provided stated that controller issues were resulting in the atypical events noted and that no further alarms/events have been reported after the controller was exchanged. The root cause of the reported events were determined to be due to fluid ingress corroding multiple components on the controller circuitry; however, the cause of the fluid ingress could not be determined through this analysis. Heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the pump stop, driveline power fault, low voltage hazard, low flow hazard, controller fault and backup battery fault alarm conditions, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook (rev. D) section 4, entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use (rev. C) section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the system controller. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The shipping information of the controller could not be found. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of elevated pump power and current values and a loss of lvad communication, low flow, controller fault, no external power, low voltage hazard and driveline power fault alarms were confirmed via analysis of the log files and via evaluation of the returned heartmate 3 system controller (serial number: (B)(6)). Submitted event log file and the event log file downloaded from the returned controller contained approximately 7 hours of data combined (14jul2022 from 10:26:36 to 17:24:55 per the timestamp). Atypical increases of current sense on line b were captured throughout the log file; the current sense on line b increased as high as 4a. The atypical increases of pump current on line b resulted in low flow hazard alarms activating throughout the log files; the low flow hazard alarms were not associated with drops of the estimated flow. A controller fault alarm associated with a backup battery test circuit fault activated on 14jul2022 at 10:48:44. Communication faults became active on 14jul2022 at 17:24:32, resulting in a loss of lvad communication alarm activating at 17:24:42. The loss of lvad communication caused all pump reported data, including the speed, estimated flow, and pi, to display as zero. However, the pump power stayed approximately at the same level after the loss of communication occurred, indicating that the pump continued to operate normally after the loss of communication. It should also be noted that the returned controller was able to operate the pump at the set speed when it was returned for testing. A driveline power fault associated with a power a broken fault activated on 14jul2022 at 17:24:34 due to the current sense on line a dropping below the threshold amperage. The driveline was then disconnected on 14jul2022 at 17:24:53 to exchange the system controller. The alarms observed in the log file did not resolve while the controller was being used. The motor power was captured to be elevated to the 40w to 65.54w range throughout the log files. Events on 20jul2022 were captured during preliminary testing of the returned controller; however, it should be noted that a low voltage hazard alarm was also observed due to the bus voltages on both power cables dropping below the low voltage thresholds. The noted controller issues/alarms were also observed during the events on 20jul2022. Although the communication with the lvad was lost on 14jul2022 at 17:24:34, the pump maintained a speed above the low speed limit until the driveline was disconnected on 14jul2022 at 17:24:53. The periodic log files contained approximately 10.5 days of data combined (04jul2022¿ 14jul2022 per the timestamp). The log files data indicates that the atypical increases of pump current on line b and the low flow hazard alarm first occurred on 14jul2022 between 9:41:28 and 10:41:27. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the alarms activated and the initial conditions that resulted in the alarms cannot be conclusively determined from the periodic log files. Event log files were associated with the patient¿s new system controller (serial number: (B)(6)). The log files contained relevant events from 14jul2022 and 15jul2022. The driveline was connected to the controller on 14jul2022 at 17:23:25 and the pump operated without any issues. No unusual events were observed throughout the remainder of the log files. This indicates that the reported issues resolved after the controller was exchanged. The controller was connected to a test power module/system monitor and low flow and low voltage hazard alarms activated when the controller was turned on. The controller was then connected to a test pump and the alarms did not clear. A no external power alarm was also active when disconnecting the black power cable from the controller; however, the white power cable was still connected to external power and supporting the system. Power cable disconnect, intermittent loss of lvad communication fault and driveline power fault alarms were also observed on the alarm viewer screen of the system monitor. The pump power was noted to be 10.5 w during testing, which is elevated. The alarms did not affect the controller¿s ability to support the pump at the set speed during testing. The controller was opened to inspect the circuitry revealing white and green dried residue consistent with fluid ingress covering multiple components on the main printed circuit board (pcb), such as a switching voltage regulator (component u27) on the voltage common collector circuitry and operational amplifiers (components u34 and u44) on the driveline power circuitry; multiple resistors on the mentioned circuit lines were also observed to be corroded and testing of the components revealed fluctuating or atypical resistances. The board was then carefully cleaned and it was observed that connector pins of components u27, u34 and u44 were damaged and broken off. The voltage output of the components were measured revealing that the component were damaged by the fluid ingress corrosion. The alterations of pump current and power values observed were due to the damage on components u34 and u44 and the voltage monitoring and communication issues were due to the damage on component u27 and on the resistors. The observed fluid ingress and subsequent component damage resulted in the observed alarms. The fuses were tested to be functioning appropriately. The components were removed and it was observed that the soldering pads below the components were also damaged; therefore, the controller circuitry could not be repaired. Additional information provided stated that controller issues were resulting in the atypical events noted and that no further alarms/events have been reported after the controller was exchanged. The root cause of the reported events were determined to be due to fluid ingress corroding multiple components on the controller circuitry; however, the cause of the fluid ingress could not be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient started having asymptomatic low flow alarms on 14jul2022. Log file review confirmed abnormal low flow alarms in addition to elevated pump power readings, high current alarms, and internal controller fault flags. Unusual voltage readings from the controller external power sources were also observed. A controller exchange was performed on (B)(6) 2022 and the alarms resolved. Pump parameters also normalized and additional log file review captured routine events. Related manufacturer report number: 2916596-2022-12960.